Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v671013, implanted: (B)(6) 2011, product type: lead. Product ID 3888-45, lot# v668801, implanted: (B)(6) 2011, product type: lead. Product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported the old implantable neurostimulator (ins) was causing pain so the device was surgically moved to the other side on (B)(6) 2015. It was causing pain in the right side so it was moved one side to another. The pain started a month prior to the report. They wanted to know if the stimulation could be turned on. Relevant medical history included lumbar radiculopathy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the implantable neurostimulator (ins) was moved because whenever she was c harging the ins her skin felt like it was burning. There were no burns on her skin, it just felt warm. The patient stated the ins was great for their pain, but the recharging was a problem. The revision took place on (B)(6) and everything worked out well. The patient no longer had the burning sensation during recharging and stimulation was back on. She loved her stimulation therapy and told everyone how great it was.